Event description:
It was reported that stimulation was increased at the patient¿s last appointment in (B)(6) 2013. After the device was increased, the patient started to feel a ¿burning¿ under the device that was described as an ¿acid-type¿ burning sensation. Stimulation was turned down and the burning pain went away. It was noted the patient needed to device turned up to control their symptoms. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v109631, implanted: 2008-(B)(6), product type lead. (B)(4).